Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-05308 and 2134265-2016-05310. It was reported that chest pain and stent thrombosis occurred. The target lesion was located in the proximal to mid left anterior descending (lad) artery. Three synergy drug-eluting stents were implanted to treat the lesion. The patient was heparinized and the procedure was completed. No patient complications were reported and the patient's status was fine. However, on the night of the procedure, the patient was brought back to the catheterization lab with st-segment elevation and chest pain. It was then discovered that the synergy stents had some thrombosis. No further patient complications were reported.